Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a high blood glucose event and there was a large crack in the insulin pump reservoir compartment. The customer¿s blood glucose level was 23.2 mmol/l at the time of the incident and treated with manual injection. The customer stated that the insulin pump reservoir compartment will no longer hold the reservoir in place due to damage and the blood glucose reading was high. Unable to troubleshoot for high blood glucose due to insulin pump damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.